Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device revealed that the stent had been deployed manually outside patient after removal of the delivery system. The sample evaluation confirmed that the stent could not be deployed due to the breakage of a force transmitting component. Increased friction is considered the reason for the increased release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, reportedly the anatomy was calcified. A not performed pre-dilation also may be a contributing factor to the reported event. In this case, no pre-dilation was performed; however, the vessel had been atherectomized with a laser fiber prior to stent release. The event also can be use-related as rough handling of the device can lead to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU recommends to pre-dilate the lesion.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during the initial attempt to deploy the vascular stent in the proximal sfa, the inner catheter of the delivery system broke and the vascular stent could not be deployed. The device was retracted without issue and another stent was used to treat the lesion successfully. There was no reported patient injury.